Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the customer is a recipient of an asr xl metal on metal hip replacement. Customer was left with permanent muscle damage from the event. Doi: none reported - dor: none reported (unk hip).